Manufacturer narrative:
After battery installation the device gave an unexpected flashing white and black display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments and partial display due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer stated the device was beeping and the display was flashing. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and revert to backup plan per healthcare provider's instructions. The device will be returned for analysis.